Event description:
It was reported that a patient lost her balance and hit the side rail of the hospital bed "really hard", "right where my battery was in my back" and that since that time the patient "could not get the settings to work like they always have." It was stated that the fall occurred "approximately 2 days, maybe 3 days" prior to the report and the change in stimulation occurred 2 days prior to the report. It was noted that before the patient hurt her implantable neurostimulator (ins) site, she could feel sensation was working. It was stated that the stimulation "increased pain in another area" and it was "hard to tell where one started and the other one ended." The patient reportedly felt "like it was too heavy and more on the right side of the back and in the front on the top of my leg which was not a normal place it was." The patient stated that she had a lot of nerve problems and that it was hard for her to tell if changes in stimulation were because of her nerve disease or if there was something wrong with her device. The patient stated she had not had any settings adjusted in a long time because they worked fine. The patient stated that she tried a, b, c and d settings but they "just did not seem right" and she "could not get the settings to work like they always have since the time she hurt her battery." The patient reportedly was diagnosed with guillain-barre syndrome 12 days prior to the report, stating that her "nerve problems are not related to the device and had nothing to do with the stimulation which was working fine before that." It was noted that the patient "had to take a lot of tests while in the hospital: two myelograms, spinal taps, cat scans, brain scans." Additional information was requested but not received at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type recharger. Product ID: 3777-75, serial# (B)(4), implanted: (B)(4) 2010, product type: lead. (B)(4).